Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not charge for defibrillation during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information and was advised by the customer that no further details about the patient or the event are available.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the capacitor discharge pcb and therapy pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed capacitor discharge pcb assembly and determined that the pcb had electrical damage which caused the reported issue. Further cause could not be determined. The removed therapy pcb assembly was an ancillary part and there was no failure of this assembly.